Event description:
A talent thoracic stent graft system was inserted in a pt for the endovascular treatment of a 69 mm x 68 mm thoracic aortic aneurysm. Vessel were excessively tortuous, severe curvature in the distal arch, little calcification, and had mural thrombus around the lesion site. There were two small aneurysms at each side of the target aneurysm. It was reported that the tapered tip of delivery system was caught in the severely curved distal arch and proximal area of the aneurysm, therefore, the stent graft delivery system could not be advanced to the target lesion on the proximal side of the aneurysm. The physician attempted to push the system, but the delivery catheter became kinked in the aorta. The stent graft delivery system was removed from the pt. The physician elected to use two stent grafts from another MFR to complete the procedure. The device has been returned and the analysis is pending. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: pending device evaluation. Excessively tortuous, severe curvature in the distal arch, and had mural thrombus around the lesion site. Conclusion: excessively tortuous, severe curvature in the distal arch, and the mural thrombus around the lesion site. Pending device evaluation.